Manufacturer narrative:
The device was returned to resmed for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that while an astral device was in standby mode and not in use, it displayed a system fault message (sf 74) indicating a software task error occurred and the ventilation stopped. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for investigation. Review of the device data logs confirmed the occurence of the system fault (sf 74). A technical evaluation determined that the system fault (sf 74) was a single occurence and could not be reproduced during in-house testing. It was determined that the fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).